Event description:
Procedure type: liver resection. According to the reporter: the staples were fired across the hepatic vein. The stapler started cracking 15mm into the transection. The cracking continued to the 45 mark on the handle, when the stapler was open, blood poured out. The last piece of liver was quickly transected with a 30 2.5 rotic. Blood loss was approximately 2000cc. The tissue was not that thick. All previous staple loads were ok.

Manufacturer narrative:
(B)(4).